Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection found the cause was a failed processor board. The reported condition was verified. The device was found out of specification in relation to the customer reported 'screen is blank' which was reproduced. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.